Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. Further inspection of the returned device could not duplicate the customer¿s complaint of ¿every time it was used it was tripping the breaker." A unit burn-in test for was performed for 2 hours. The plastic cover on the main switch was found cracked. The air join and connector unit were found worn out causing the air pressure to be lost. The physical damage to the leak tester cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during maintenance the power switch of the automatic leak tester would short and trip the breaker every time it was used. There was no patient involvement reported. In addition, the device was returned for evaluation and found the ac inlet cracked on the inside making this a reportable malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the inlet damaged was due to deterioration over time. Metal fatigue was caused by repeated attachment and detachment, leading to cracks. Olympus will continue to monitor field performance for this device.